Manufacturer narrative:
Correction: upon further investigation it was determined that this report is a duplicate of MFR# 1045834-2013-24060. Please reference MFR# 1045834-2013-24060 for information regarding this event.

Event description:
It was reported that during routine inspection "loose wires" were observed inside the attachment device. The device was not used in surgery. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.